Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump initiated the load fill tubing process without user input. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin.  Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer¿s blood glucose was approximately 200 mg/dl. Multiple attempts were made to follow up on the reported issue; however, a response was not received.